Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed basic occlusion and displacement tests. No motor error alarms were noted. The motor was tested outside the device and passed. The insulin pump has minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer's parent reported via phone call that the insulin pump spontaneously alarmed motor error. Customer's blood glucose level was 2.1 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.